Event description:
It was reported that this implantable cardiac monitor (icm) was not being able to get connected. The device was unable to be woken up. Several troubleshooting was performed and the issue could not be solved. Technical services advised to consider chest x-ray (cxr) to verify device location or discuss explant with the physician. The device was unable to be located with cxr and a new icm was then inserted in the patient. It was stated that the device eroded out and should be in the patient's house, it is likely near as it eventually got connected to the phone. No additional adverse patient effects were reported.